Event description:
It was reported that the pump exhibited a connection error. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. The reported problem was confirmed during functional testing. The reported issue was caused by user handling and deformed pin of the dose cord. The dose cord and dose cord connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.